Event description:
Hospital reports is having connection difficulty with the 10cc syringe. Either it's auto-unwinding when not tight enough, or it's too tight and they are getting air bubbles. A sample is being returned. There has been no patient injury.